Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300 mg/dl range. Customer was hospitalized and insulin injections were administered to address bg. The cause of the elevated bg was unknown. While hospitalized, an unspecified malfunction alarm was noted on the pump. Although multiple attempts were made by tandem technical support to obtain further information, including discharge date, the customer did not respond.